Event description:
It was reported that there were loose, damaged and detached balloon fibers. A pta balloon used to post-dilate a stent in a highly calcified lesion could not be removed from the stent after post dilatations were performed. Reportedly, each time the physician attempted to remove the balloon from the stent, the stent would move. After numerous attempts, the pta balloon was freed from the stent and the device was withdrawn from the pt. Upon removal, loose and damaged fibers were observed on the balloon. The physician expressed concern that some of the fibers may remain in the pt's artery.

Manufacturer narrative:
The actual device was returned and evaluated. The balloon contained four different areas where the pebax (material that covers the fibers) was torn. Loose/frayed fibers were observed. The locations were approx 1.8 cm, 3.0 cm, 4.0 cm and 5.5 cm respectively from the distal tip of the balloon. The fibers were not unraveled, however, the damaged balloon areas contained broken fibers. No other anomalies on the device were noted. The evaluation results are confirmed for loose/frayed fibers and torn pebax material. Due to poor sample condition, it is unk if any fibers are missing from the balloon. It should be noted that the user reported that the balloon was used to post-dilate a stent in a highly calcified lesion and the balloon could not be removed from the stent. It is highly likely that the balloon became caught in the stent causing the loose/frayed/broken fibers. It is also possible that the calcified lesion may have contributed to the fiber damage on the balloon; however, the definitive root cause for this event is unk. The instructions for use (IFU) for this device were reviewed. The IFU contains the following pertinent info: warning: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.